Event description:
The pt stated tubing was leaking during infusion. The pt needed to change the bag and tubing within a few hours of starting the bag. Wife stated that the tubing was bulging and leaking distal to the pump.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from (B)(4) vendor does not meet specification.